Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 03/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure the second slide of the device allegedly self activated after the first sample pass. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Two maxcore biospy needles were returned for evaluation. One device was returned in the half primed position with the sample notch exposed. The sample notch was returned severely bent which prevented functional testing. The second device passed the drop test and worked properly under laboratory conditions as it was able to prime and fire 30 times without issue. As the first device was unable to be functionally tested, the investigation is inconclusive for the alleged self-activation. It is possible that the lack of complete tang engagement contributed to the reported issues; however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 03/2021).

Event description:
It was reported that during a biopsy procedure the second slide of the device allegedly self activated after the first sample pass. There was no reported patient injury.